Manufacturer narrative:
This report is submitted on june 27, 2023.

Event description:
Per the clinic, open circuits were noted on 8 electrodes. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 23, 2024.

Manufacturer narrative:
Per the clinic, the patient was hospitalised on (B)(6) 2023 and the device was explanted on (B)(6) 2023. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on july 18, 2023.